Event description:
It was reported that the lead exhibited high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead in segments returned and analyzed. The lead was received with a lead removal wire in the distal conductor. Destructive analysis was performed, and no discontinuity was observed. Blood/body fluid was noted on all conductors and helix, and the outer insulation was torn, had a breached cut, and a white substance present.